Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and the prime test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer received a motor error alarm and a compromised force sensor system alarm. The customer stated that there was a steady stream of insulin when the customer was trying to rewind the insulin pump. The customer's blood glucose was 191 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Upon trying to rewind the insulin pump, the customer received the compromised force sensor system alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.